Manufacturer narrative:
It was reported a battery with a damaged cable. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed functional testing but failed visual examination due to a tear on the output cable. The battery was able to adequately provide power to a test controller. Based on the available information, the most likely root cause of the reported event can be attributed  to a tear on the output cable due to the handling of the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery was removed from use due to a damaged cable. The battery was exchanged. No patient complications have been reported as a result of this event.